Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 17017459 was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve broke and aeration into the syringe was noted. The procedure was completed without patient's consequence. This complaint is reportable because issue of this type could potentially put patient at risk for air embolism.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath with multipurpose curve and the hemostatic valve broke and aeration into the syringe was noted. The bwi failure analysis lab received the device for evaluation. Upon receipt, the preface hemostasis and the stopcock were observed under microscope and no damage was observed. In addition, a vessel dilator was introduced through the sheath to perform the flushing functional analysis; the water flows through the sheath introducer body as expected and no leaks were detected. In addition, a lab sample smart touch catheter was introduced and removed through the sheath introducer and the brim cap remained snapped. Finally, the brim cap inner diameter was measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.